Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had uneven distribution of clot activator additive. No serious injury or medical intervention reported.